Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. Customer's blood glucose was 90 mg/dl at the time of the call. It was also reported the customer was experiencing a high blood glucose of 497 mg/dl the day prior. It was found insulin did not exit with a fixed prime during troubleshooting. The customer stated they had reverted to manual injections. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.